Event description:
A silicone lens model aq2010v was defective upon receipt. The facility did not specify the lens defect. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector are unknown.